Event description:
During an open right ankle fracture procedure surgeon was using a 1.25 mm threaded guide wire and it broke. Surgeon noted the drilling stopped short, withdrew drill and guide wire was broken off. The drill was not forced or bent. Surgeon was unable to retrieve the tip of the guide wire and it remains in the pt's bone.

Manufacturer narrative:
Device in an instrument and it not implanted/explanted. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed, no conclusions drawn, as no product was returned.